Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site and confirmed that the system failed to boot up. The mobile view station (mvs) fuses were replaced and the issue was resolved. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts of been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a case, the mobile view station (mvs) unit needed the fuses replaced. The fuses were replaced and issue resolved. There was no patient present when this issue was identified.